Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned. Analysis of the device revealed that the hub of the device was noted to be blocked with solidified contrast media. The balloon was visually examined under microscopy it was not possible to identify any damage. During functional testing the device was unable to be flushed due to the solidified contrast media within the hub of the device. The contrast was unable to be removed from the device. The balloon catheter was cut towards the distal end in an attempt to inflate and deflate the balloon, however the distal section of the balloon catheter was also blocked with solidified contrast media, therefore an inflation test was unable to be performed. Additional information indicated that the device was confirmed to be in good condition prior to use. The balloon was unable to be inflated during the device analysis due to solidified contrast within the device, therefore it could not be confirmed if the balloon was damaged. It is probable that the device was damaged during the clinical procedure causing the as reported event. Therefore an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that during the treatment of internal carotid aneurysm, the subject balloon did not inflate. The balloon was removed from patient¿s body. Upon inspection, the physician noticed a pinhole on the balloon. The surgery was successfully completed with another device. There were no reported clinical consequences to the patient due to this event.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the treatment of internal carotid aneurysm, the subject balloon did not inflate. The balloon was removed from patient¿s body. Upon inspection, the physician noticed a pinhole on the balloon. The surgery was successfully completed with another device. There were no reported clinical consequences to the patient due to this event.